Manufacturer narrative:
UDI #: (B)(4). The field service specialist (fss) visited customer site and confirmed the reported issue. Fss replaced the hard drive and instrument manager on the unit, transferred settings from system, serial number (B)(4) and activated fx handpiece feature. Fss calibrated touchscreen, vacuum and foot pedal as well as completed the field service checklist on the unit. The system passed all functional tests and it was found operating properly and meeting amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred on boot-up. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.